Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pacemaker was observed to be in backup vvi mode. The device was successfully restored to normal function. No patient consequences were reported.